Event description:
The pt received her scs system, including an ipg, on (B)(6) 2011. It was reported that the pt's charger cannot locate her ipg. The pt programmer displays a "low ipg battery" message. A new charing system was sent to the pt; however, it is currently undetermined whether the new charger resolved the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.